Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report an issue with the sensor. During the call, the customer began showing signs of low blood glucose. The paramedics were called to the customer's home and the blood glucose reading was 46 mg/dl. Nothing further was reported.